Manufacturer narrative:
Mindray svc rep replaced the display's power supply.

Event description:
Customer reported the panorama central station had a blank screen, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.